Event description:
A distributor reported that a user facility reported a spark on the thermage tip during treatment. The treatment was stopped and a new tip was used. The procedure was completed without further issues. There was no harm to the patient.

Manufacturer narrative:
The product has been requested and the investigation is underway.

Manufacturer narrative:
The product was returned and evaluated. Service confirmed burnt radiofrequency trace on the tip membrane which most likely caused the reported sparking during treatment. This evaluation confirms customer¿s account of possible sparking from the tip membrane during treatment. Investigation found glowing or sparking from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. All treatment tips are visually inspected for defects during manufacturing and packaging. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. There is an existing nc/CAPA opened for this type of complaint.